Event description:
It was reported that during a surgical procedure the permanent cautery spatula instrument was arcing. The instrument was removed and replaced and replaced adn the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.